Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to mold and corrosion on the lcd connector located on electrical board. There is also corrosion in and around the battery connectors, at the bottom of the battery compartment, and on the battery board underneath the battery compartment. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a critical pump error alarm/open book image on the screen. The customer was assisted with troubleshooting. It was stated that the insulin pump was submerged in water. Customer stated that insulin pump displayed rewind prior to the open book image. The customer was unable to rewind the insulin pump. Blood glucose value was 6.7 mmol/l. No harm requiring medical intervention was reported. The device will be returned for analysis.